Event description:
It was reported that this right ventricular (rv) defibrillation lead was either exhibiting noise and possibly fractured. Technical services (ts) was contacted for programming assistance to determine the least sensitive setting for the lead. This rv lead remains in service. No adverse patient effects were reported. The local area field representative was contacted for additional information regarding the model/serial number and patient information. At this time no further information is available. If additional information becomes available this report would be updated at that time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.